Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having multiple low flow alarms at home and a newly opening aortic valve on echocardiogram. The patient was reported not to have aortic insufficiency before the lvad implant. The patient was admitted on (B)(6) 2022 for transplant that was ultimately cancelled due to donor issues. The patient was not elevated to transplant list secondary to a device or therapy related issue. The log files did capture some low flow events on (B)(6) 2022 that occurred when the pulsatility index (pi) was elevated. Some of the low flow events were not sustained for long enough to trigger the audible alarm. The patient continued to have occasional low flows and was given fluid with partial resolution.

Manufacturer narrative:
H6: newly aortic valve reopening correction h6: removed hospitalization and aortic insufficiency, included newly aortic valve reopening manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported events could not be conclusively determined through this evaluation. A direct relationship between the device and the reported newly opening aortic valve could not be conclusively determined through this evaluation. The controller event log files contained data on 28oct2022 from 6:18:55 to 8:38:24 and on 01nov2022 from 8:43:34 to 9:33:54. The pump operated as intended at the set speed for the duration of the log files. The log files recorded 2 low flow alarms throughout the log files when the flow dropped below the low flow threshold for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.